Event description:
It was reported that a female patient underwent an unknown ablation procedure thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. When the ablation catheter was placed and used for mapping to the right ventricle outflow tract (rvot), poor ventricular motion was confirmed on the fluoroscopy. The effusion was confirmed by intracardiac echo (ice), and the procedure was interrupted. Blood pressure was not decreased initially but during the patient follow up, blood pressure gradually decreased, therefore drainage was performed. After that, blood pressure stabilized, and the patient was left the room. The physician's opinions on the relationship between the event and the product: if the issue occurred in the ventricle, there is a possibility that the timing of decreasing blood pressure more earlier. Therefore, the issue might possible have occurred during the placement of the cs catheter. The patient outcome of the adverse event was improved. No error messages were observed on biosense webster equipment during the procedure. Force visualization features used real time graph; dashboard; vector. Based on the available information the thermocool® smart touch® sf bi-directional navigation catheter will be reportable. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
Initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A device history record evaluation was performed for the finished device 30612870l number, and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 8-aug-2022, bwi received additional information regarding the event. The patient is a 73-year-old female patient (45kg). Section a has been updated accordingly. The physician¿s opinion on the cause of this adverse event was the procedure. There is a possibility that the issue have occurred during the placement of the cs catheter. The patient outcome of the adverse event was improved. The patient did not require extended hospitalization because of the adverse event. A transseptal puncture was not performed. It is unknown if ablation was performed prior to noting the cardiac tamponade. There was no evidence of steam pop. The irrigated catheter flow setting was pre 1ml post 2ml. The correct catheter settings were selected on the generator and the flow setting was controlled by generator. No error was reported. Force visualization features used were real time graph; dashboard; vector with the visitag module parameters for stability set at 5mm, 3s, 25%, 3g with ai. Based on the available information the thermocool® smart touch® sf bi-directional navigation catheter will be reportable. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).